Manufacturer narrative:
A disposable cutting guide instrument fractured following impaction onto the bone during surgery. Surgery was completed successfully. Review of the device history record indicates that the device was manufactured to specification.

Event description:
A disposable cutting guide instrument fractured following impaction onto the bone during surgery. Surgery was completed successfully.